Event description:
Camp physician reported that the pump was cracked, and the pump was unresponsible

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump, and it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 26-jan-2018 with the following findings: the display screen was cracked.